Event description:
Ino machine giving patient 5 ppm but reading all different numbers other than 5 [device issue]. Case description: a maude event report ((B)(4)) was received from the FDA on (B)(4) 2012 regarding a nitric oxide delivery device (nos) which was reading ¿all different numbers other than the set dose¿. The maude report did not provide the model or serial number of the device, the reporter¿s name, or the institution/address where the device issue took place. Therefore, a search of the ikaria complaint database was performed based on the event date ((B)(6) 2012) and the event description (ino machine giving patient 5 ppm but not analyzing on patient. Reading all different numbers other than 5). A search of the ikaria complaint database identified the following complaint. Ikaria complaint number (B)(4): at 01:03 on (B)(6) 2012 (just after midnight (B)(6) 2012) a respiratory care supervisor called stating inomax dsir device #(B)(4) had erratic reading, (set at 5 ppm, reading minus 1.0 to 10) while in use on a patient. The reporter was unwilling to speak with technical support at the time. No adverse event was reported. Later the same morning ((B)(6) 2012), a different respiratory therapist spoke with ikaria technical support and was advised to perform calibrations and a performance check. On (B)(6) 2012, ikaria customer service was contacted and advised that the device issue had been resolved (nos) and that the device did not need to be switched out. The respiratory therapist involved with (B)(4) and the risk manager for the institution all deny filing maude report. Despite this denial, we believe that the complaint identified ((B)(4)) is most likely the same as that reported through maude.

Manufacturer narrative:
At 01:03 on (B)(6) 2012, a respiratory care supervisor called stating inomax dsir device #(B)(4) had erratic reading, (set at 5 ppm, reading minus 1.0 to 10) while in use on a patient ((B)(4)). Eval summary: the description of the device issue from the customer indicated that the no sensor may have been out of calibration so ikaria technical support advised the respiratory therapist at the facility to perform gas sensor calibrations followed by a performance check as indicated in the device labeling. The respiratory therapist called ikaria back the following day to report that the issue was resolved so the device was not returned to ikaria. The root cause of the issue cannot be determined definitively since the device was not returned and evaluated by ikaria but based on the nature of the issue reported and the fact that calibration of the sensors resolved the issue, the most likely root cause is a failure of the user to recalibrate the gas sensors as indicated by the device labeling, until instructed to do so by ikaria technical support.